Event description:
It was reported via a letter that the wheels on the ambulance cot will not always release and that the release handle will not always pull easily enough to allow the release of the legs. No pt injury reported.